Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours they had felt pain at the pod insertion site. Once the patient had removed the pod from the insertion site it was discovered that the pods needle had not retracted upon initial activation. The patients reported blood glucose level had not increased above 250 mg/dl.